Event description:
It was reported that the review of patient history revealed that the pump was off for about 17 minutes on (B)(6) 2022. The submitted log files showed that the driveline was disconnected from the controller on (B)(6) 2022 at 08:57:14 related to unknown controller exchange. At 09:14:08, the driveline was reconnected to the same controller and the pump restarted. The pump was operating as intended for the remainder of the log file. A driveline disconnect alarm was displayed on the system monitor while the patient was on the power module. The nurse reported that the driveline was still connected, that there was no audible alarm from the controller, and that the pump was working fine as it was confirmed with the pump running light illuminating on the controller and the nurse checked it with a stethoscope. Later, the nurse decided to perform a controller exchange to the backup controller but after speaking with the on-call vad coordinator, another exchange was done back to the primary controller. The faulty system monitor was identified and be returned for evaluation. System monitor: MFR # 2916596-2022-14838.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was able to be confirmed. The heartmate 3 system controller (serial number:(B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 38 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The driveline was disconnected on (B)(6) 2022 at 08:57:14 and the pump parameters were reset. The silent alarm button was shown to have been pressed multiple times while the driveline was disconnected. The controller was shut down at 09:04:10. The controller was reconnected to power on (B)(6) 2022 at 09:13:24. The lsl was reset to 4400 rpms, and the driveline was reconnected on (B)(6) 2022 at 09:14:08. There were no other notable alarms active in the log file. Pump operation as not affected while the driveline was connected. Although it was stated that the controller did not alarm, the log file indicated that the silence alarm button was pressed multiple times shortly after the driveline disconnect alarms were active. Additionally, driveline disconnect alarms can only be caused by a physical disconnection of the driveline. Due to the controller being able to operate a pump after the driveline was reconnected, indicates that there is no damage to the modular cable that may have caused the alarms. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the driveline may have been disconnected from the controller. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29jun2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.